Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The index procedure was carried out by using one resolute integrity stent and one non medtronic stent in the lad. Approximately 2 months post index procedure the patient suffered from unstable angina and stent thrombosis which lead to a poba reva secularization (ballooning) in the lad three days later. Event was not related to device. Patient recovered. Approximately 5 months post index procedure the patient suffered from restenosis. The device was related to the event and the patient has not recovered.

Manufacturer narrative:
During index procedure 2 resolute integrity drug eluting stents were used to treat the lad. The previously reported restenosis event was assessed as not related to the device.

Manufacturer narrative:
It was confirmed that the previously reported unstable angina was also a myocardial infarction. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.